Event description:
It was reported, during the procedure, the anchor was "upended" after using the anchor dispenser to put the anchor over the catheter. The front part of the anchor was described as "upended to the inside". The anchor was replaced with a new one that was successfully placed over the catheter. It was noted "the problem for the physician [was] that it [was] not easy to unfix a 'broken' anchor". There were no patient symptoms reported. There were no patient symptoms reported. The pump was used to deliver lioresal (baclofen).

Manufacturer narrative:
Concomitant product: product ID 8781, lot # 0208808870, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type catheter. (B)(4).